Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the gallbladder to treat an acute cholecystitis during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2026. During the procedure, following stent implantation, air was detected within the abdominal cavity on x-ray. It was then confirmed that the distal tip of the flange was positioned inside the abdominal cavity. The stent was removed using grasping forceps under endoscopic guidance. The gastric mucosa was closed with clips, and a percutaneous transhepatic gallbladder drainage (ptgbd) procedure was performed, with the drainage catheter successfully positioned in the gallbladder. The patient's condition following the procedure was reported to be fine, and the patient was subsequently discharged from the hospital. During follow-up, it was reported that the ptgbd catheter had been removed. Follow-up computed tomography (CT) and x-ray imaging were performed to confirm resolution of the previously observed free air.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf patient code e2401 captures the event of air noted within the abdominal cavity.